Event description:
It was reported that an injection was given to the patient due to knee pain.

Manufacturer narrative:
The affected journey ii bcs femoral oxinium, journey ii bcs articular insert, journey tibial baseplate and journey ii bcs patella resurfacing were not returned for evaluation as they remain implanted. The devices were manufactured in 2011, 2012 & 2013. A review of complaint history on the listed parts revealed no prior complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted no supporting clinical/medical documents have been provided. Therefore a thorough investigation cannot be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.